Manufacturer narrative:
Continued h.6. Health effect - impact codes: f1903, f2303. Article citation: lee, ian bs, et al. "Short-term outcomes of xen 45 gel stent ab interno versus ab externo transconjunctival approaches." J glaucoma. 2023 mar 13. Doi: 10.1097/ijg.0000000000002208. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was implanted in the right eye with a xen®45 gts. At post op month 3-5 patient had an increased iop of 14mmhg that required 3 medications. A needling was ultimately conducted around post-op month six. In post-op months 9-12, patient again needed 3 iop medications. Patient later developed a corneal decompensation that required explant sometime after post-op month 12. Device has been explanted and replaced with a baerveldt glacuoma device. This literature article was previously reported under MDR ID #3011299751-2023-00040. This MDR is being submitted for specifically for this patient that was additionally provided by the author.